Event description:
It was reported that during a colectomy procedure, after performing the terminal lateral ileocolic anastomosis, the surgeon noticed heavy bleeding along the suture line and had to hand suture. Heavy bleeding was attributed to malformed staples. There was no reported patient consequence and one device is being returned.